Event description:
A malfunction alarm related to malfunction code 3-0x2076 was reported. The impact on the customer's blood glucose level was unknown, as the customer declined to answer whether it exceeded 500 mg/dl. The defective pump was replaced under warranty, and while the customer did not disclose alternative insulin therapy plans, technical support confirmed the replacement pump's shipping, provided transport instructions, and requested the return of the faulty device.